Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 27sep2018. (B)(4). Philip's technical support recommend the battery be replaced. Reportedly, the customer would perform the repair. No further information was provided. No parts were returned to philips for evaluation, therefore, a root cause could not be established.

Event description:
The customer reported a battery failure. There was no patient or user harm reported. The event date was not specified; estimate used.